Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had been overheating for a month. No troubleshooting indicated. The monitor remains in use. No patient complications have been reported as a result of this event.